Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Event description:
A customer reported on (B)(6) 2011 at 10:00pm customer received a lower than feels reading of 106 mg/dl on his adc meter and reportedly "fell in his bedroom and banged his elbow, leg and head on the floor because he could not stay stable because he had a low reading." The customer also reported experiencing dizziness, loss of strength and seizure, but denied any self-treatment or third-party medical intervention. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.